Event description:
During follow up on the patient's vns replacement surgery (reported in MFR #: 1644487-2013-02215), it was found that the patient's device was interrogated and confirmed to be programmed off prior to leaving the operating room on (B)(6) 2013. However, upon initial interrogation of the device at a follow up visit the patient coughed, which the nurse says he has not done before. It was found that the device was programmed on, but it was unknown how the device was on as it had been previously confirmed to be disabled per the nurse. Per the nurse, the patient had not been programmed by anyone else and the programming system was not used on another patient first so there was no likely cross programming performed. The coughing resolved with lower settings and the nurse noted that it was higher with magnet settings. No other information has been provided.